Event description:
Customer reported a malfunction alarm with code malf 12, which did not cause their blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions, assisted with resetting the pump, and confirmed the issue did not recur. Customer was advised to continue using the pump and to contact support if the issue recurred.